Event description:
It was reported to boston scientific that a sensation short throw snare was used to remove a large colorectal sessile polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device would not coagulate the polyp, and the snare became stuck. It was necessary to cut the snare and attempt retrieval of the polyp and snare manually. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a150208 captures the reportable event of loop entrapment. Block h11: investigation result the complaint device was not returned; therefore, product analysis could not be performed. For this reason, and due to the lack of evidence, the reported event was unable to be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and the information provided by the customer, there is insufficient evidence to determine whether the reported events were related to the physician technique during the procedure or to a potential device malfunction. Additionally, a review of the most relevant complaint information, including the product record review, confirmed that the device met all required manufacturing specifications and passed all inspections and controls. No abnormalities were identified during the assembly process. Because the product was not returned for analysis, it was not possible to assess the device for potential defects. Furthermore, the impact code of additional device required will be classified as an adverse event related to procedure, as the adverse event occurred due to issues encountered during the procedure rather than a confirmed device malfunction. Based on a thorough review of the complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Imdrf device code a150208 captures the reportable event of loop entrapment.

Event description:
It was reported to boston scientific that a sensation short throw snare was used to remove a large colorectal sessile polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the device would not coagulate the polyp, and the snare became stuck. It was necessary to cut the snare and attempt retrieval of the polyp and snare manually. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.